Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A telescope guide extension catheter was used during a procedure. The device was inspected with no issues. The device was prepped per IFU. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that sheering was noticed on the device where the purple plastic had pulled away from the wire slightly. A full detachment did not occur, only a partial separation which was noticed when the device was removed from the patient. No patient injury reported.

Manufacturer narrative:
Product analysis summary: the device was returned with deformation to the on-ramp push member material bond. The on-ramp appeared to be peeled away from the push member. No deformation was evident to the push member. Deformation was visible along the on ramp. No deformation was evident to the entry port. No deformation was evident to the coils of the device. Slight deformation was evident to the distal tip. The ID was verified to 0.0540 inches, no resistance was observed. No other deformation was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.